Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless pacemaker there was a pacing problem, high thresholds and capture issues along the septum in several locations. The device and delivery system were removed and clotting was noted on the device. The device and delivery system were replaced. No further patient complications have been reported as a result of this event.